Manufacturer narrative:
Device evaluated by manufacturer: the wolverine cutting balloon, us 10 mm x 4.00 mm balloon delivery system (sds) was returned for analysis. The balloon was examined and visual examination of the balloon found no tears on the balloon. An attempt was made to inflate the balloon and liquid flushed out through the tip. The balloon material was removed to examine the inner extrusion covered by the balloon material and a puncture hole was observed located at the distal edge of the proximal markerband. The markerbands/tip/blades were examined. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, no raised edges or cracks visible, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The shaft polymer extrusion/hypotube shaft was examined. A visual and tactile examination found no issues with the hypotube shaft of the device, a puncture hole on the extrusion shaft on the distal section of the shaft was noted. During functional testing a shaft leak was observed. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft leak occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During preparation, the balloon appeared damaged when it was removed from the packaging. There were no obvious holes in the balloon. The distal end looked slightly deformed. Shaft appeared to be intact. The balloon was tested outside the patient and it was noted to be leaking. The procedure was completed using another 10mmx4.00mm wolverine coronary cutting balloon. No patient complications were reported.